Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient tests between four to ten times a day and manages her diabetes with an insulin pump. At the time of the alleged issue, the patient clarified she was already in the hospital for a colonoscopy. The patient corrected and clarified that the alleged issue began on (B)(6) 2011 at 10:15am. Prior to being discharged after her colonoscopy, the patient confirmed she obtained a blood glucose results of "399 mg/dl" with the subject meter and "247 mg/dl" on the hospital's meter, performed at the same time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient corrected and clarified she did not develop any symptoms as a result of the reported meter issue and the patient also denied receiving any treatment from the health care professional after the alleged issue began. At an unknown time after the reported product issue began, the patient indicated she administered her insulin; however, the patient does not recall the dosage. During troubleshooting, the customer service representative confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remains unresolved.